Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Preliminary evaluation of the device data indicates the reported aca is not shown. Further analysis is on-going. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right radical nephrectomy procedure, the arm cart assembly (aca) stopped working and a red alarm appeared stating "arm 2: danger arm error. If instrument inserted, use mechanical release to withdraw. If no instrument, unplug and replug arm.". The team unplugged and replugged the aca, which then calibrated successfully. The same issue occurred two more times during the operation, each time the aca was recalibrated to resolve the issue. There was a delay of approximately fifteen minutes and the procedure was successfully completed. There was no patient injury.